Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the or for device change out. Externalized conductors were observed on the riata lead. No electrical anomalies were detected. The lead was capped and replaced.